Manufacturer narrative:
On the next day, bec field service engineer (fse) replaced the diluter 1 card and unclogged a fitting at the flow cell waste chamber. The waste chamber can contain blood, 5c and retic controls, diluent, lh series pak and retic pak reagents. The root cause for the leak was a clogged fitting at the flow cell waste chamber. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak in the right front side of coulter lh 780 hematology analyzer. The customer was wearing ppe including eye protection, gloves and a lab coat at the time of the event. No one was exposed to the leak and the operator did not seek medical attention. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility. Patient samples were not affected and no erroneous results were reported out of the lab due to the leak. There was no death, injury or change to patient treatment attributed to this incident.